Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents related to the reported event. According to the device analysis performed in the laboratory, it was observed a defect (ss) on patch according the (B)(4) this defect is considered workmanship. During the trend review of all split in patch complaints for gel breast implants for the period of (B)(6) 2018 through (B)(6) 2020, was noted one outlier corresponding to (B)(6) 2018. The additional analysis performed shows all the results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on (B)(6) 2020 with lot number 3233812. Visual analysis of the returned device identified: deformation, white particles and fold creases. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. In additional analysis it is observed: it is observed a split in patch area (ss) separation of patch/shell bond at edge of shell hole. It is out of specification per qa 199.04. A further investigation will be requested to analyze this case. Based on the device analysis the final assessment is: observed a separation of patch/shell bond at edge of shell hole, not related to the reported complaint. Additional, changed, and/or corrected data: b.5, d.7, d.10, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.